Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, dissection occurred while using the guiding catheter in the coronary sinus. An x-ray was taken, in which no problems were noted, therefore no measures were taken. The lv lead was implanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.